Event description:
It was reported that there was a loss of therapeutic effect. The patient reportedly stood up and had no bladder control; they started to urinate and were wet by the time they reached the bathroom. This occurred 3 weeks prior to report, and once before that. A week prior to report, the patient was at an appointment with their healthcare provider (hcp) and they "weren't feeling it until she sat down with the nurse but now she did." The hcp stated one of the leads was not attached, or "loose." Follow-up is being conducted to obtain patient information and if any actions were taken.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0l5jy, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).